Manufacturer narrative:
(B)(4). The DHR for lot 11874 was reviewed. No reworks, ncrs, or defects related to the product complaint were found. Additional information received: the device is unavailable for return.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Did the dysphagia improve after the device was implanted initially? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? What was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal?

Event description:
It was reported post implant of linx device, lxmc14, patient was experiencing intermittent dysphagia and esophageal spasm eight months from implant. Linx device was removed on (B)(6) 2018. Case completed with nothing further being done.